Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported through via twitter that the customer's sensor glucose and blood glucose were not accurate. Customer stated her sensor glucose was 54mg/dl and blood glucose reading was 100mg/dl. The blood glucose reading was 54mg/dl. Nothing further reported.